Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. A 7.0-20, 80 wanda¿ balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 7 atmospheres. Upon the 2nd inflation at 7 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon identified a build-up of blood. This blood is consistent with a leak having occurred in the device. A balloon pinhole was identified at 1mm proximal to the proximal edge of distal markerband. A microscopic examination of the pinhole site identified no issues with the balloon material which could potentially have contributed to the pinhole leak. An examination of the distal markerband identified no issues which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage was noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. A 7.0-20, 80 wanda¿ balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 7 atmospheres. Upon the 2nd inflation at 7 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).